Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continue section e1 (phone #): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as surgical damage. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Photo evaluation: device photograph(s) for the device related to the reported event of rupture, requested on (B)(6) 2025. Is not possible to determine the lot number or catalog through the photos provided. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced with another manufacturer's device.